Manufacturer narrative:
The proximal portion of the lead was returned and analyzed. The analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. The outer insulation of the lead was observed to have blood ingression. The analyst noted that there is a breached depression in the outer insulation at 6.7 cm with minimal blood ingression. Concomitant medical products: addr01 ipg, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was returned to the manufacturer, analyzed and tested out of specification. It was further noted that the patient was deceased. Follow-up investigation with the clinic indicated that the cause of death was not listed for the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.